Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, a curved opening on anterior, white calcification on the shell, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage. Additional, changed, and/or corrected data: b5 , d6b , d9 , h3 , h6. Previous medwatch stated device was explanted and it was still implanted at the time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains explanted.